Event description:
During investigation found the unit was failing the downstream occlusion test and would flash "cassette not properly attached. The event happened during testing.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing produced a "cassette not properly attached" alarm. The downstream occlusion sensor was replaced to address the issue. The deice then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.